Event description:
It was reported that the patients ipg shuts off randomly and not holding a charge. It was also stated that the patient was experiencing loss of stimulation. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.